Manufacturer narrative:
Additional information: the device was manufactured between june 23, 2018 - june 25, 2018. The actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were inspected and revealed evidence that bag had leaked from the weld. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked at the welding. This was noted in the dispensing room before treatment. There was no patient involvement. No additional information is available.